Event description:
A pt was receiving lidocaine on a pump. The pt was ready to be weaned off the lidocaine. A nursing assistant took the pt's pump for, use on another pt who was arresting, and left the lidocaine running. Pt began seizing and error was discovered. Pt's diagnosis is myocardial infarction. The pt died from a lidocaine overdose. Rptr recommends that all pumps should have some kind of safety mechanism to prevent free-flow if out of the pump.